Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2006: the patient presented with his right fourth finger catching. X-rays show that he does have some osteoarthritis of the mcp joint, but the joint is congruent. The patient underwent injection into the fourth digit at the a1 pulley region. (B)(6)-2007: the patient presented with what looks like bilateral hip trochanteric bursitis. (B)(6)-2007: the patient presented with trochanteric type pain in his right hip, some tenderness over the greater trochanter on the right side. The patient underwent injection of marcaine and kenalog into the trochanteric bursa. (B)(6)-2007: the patient presented with increasing pain and discomfort in the trochanteric area of his hip and a little in his back. X-rays of the hip and pelvis show some mild trochanteric bursitis, but the surgeon believes most of his trouble is coming from the lower lumbar spine area. X-rays of the lumbar spine showed he did have significant degenerative disc disease between l5 and the sacrum of 4 and 5 with disc space narrowing and considerable loss of space here. He also has some degenerative changes in the posterior elements between 5 and the sacrum. (B)(6)-2008: the patient presented with MRI reports that show he has some spinal stenosis. Exam found straight leg raising in the seated position is very tight and he has some mild discomfort from this. (B)(6)-2008: the patient presented with a preoperative diagnosis of lumbar spinal stenosis. The patient underwent a left l5-s1 trans foraminal epidural steroid injection. No patient complications were reported. (B)(6)-2008: the patient presented stating that he received 50-60% relief from his symptoms. He states his back pain is not severe but mostly has leg pain. The patient underwent x-rays that demonstrated quite significant instability at l4-5 and also l5-s1. He has grade 1, almost grade 2 spondylolisthesis of l4 on l5 and grade 1 spondylolisthesis l5 on s1 which is accentuated clearly on the flexion view. He also has vacuum disc signs at both of these levels. Assessment: spondylolisthesis, l4 on l5; spondylolisthesis, l5 on s1; lumbar spinal stenosis, l4-5 and l5-s1; improved predominantly right lower extremity radicular pain; vague intermittent upper extremity and right sided facial numbness and weakness. (B)(6)-2008: the patient underwent right l5-s1 transforaminal epidural steroid injection with epidurogram/neurogram. (B)(6)-2009: the patient presented with pain and swelling in his wrist. Impression: chronic scapholunate advanced collapse wrist with arthritis and some synovial cyst formation. The patient's wrist was prepped dorsally and the radiocarpal joint injected with 1ml of kenalog and 2ml of 1% plain xylocaine using a 22 guage needle. No patient complications were noted. (B)(6)-2009: the patient presented with right lateral hip pain. Assessment: spondylolisthesis, l4-5 and l5-s1; lumbar spinal stenosis, l4-5 and l5-s1; exquisite right trochanteric bursitis. The patient underwent injection of marcaine and lidocaine over the greater trochanter. (B)(6)-2010: the patient with right wrist arthritis. Impression: arthritic wrist and median nerve compression. The patient underwent injection of kenalog and xylocaine. The patient also reported right hip and buttock pain. X-rays demonstrate grade 1 spondylolisthesis of l4 on l5 and l5 on s1. His MRI demonstrates foraminal narrowing at l4-5 and l5-s1 and he has canal stenosis as well. Assessment: spondylolisthesis l4-5 and l5-s1. (B)(6)-2010: the patient presented with a large mass on the right wrist, appears like a big ganglion, and discomfort and some numbness in his fingers. (B)(6)-2010: the patient underwent x-rays of the wrist. Impression: symptomatic, arthritic right wrist, associated carpal tunnel syndrome. (B)(6)-2011: the patient developed symptoms consistent with significant bilateral carpal tunnel syndrome. (B)(6)-2011: the patient presented with back pain that radiates down both legs and is having a hard time walking. X-rays of the lumbar spine demonstrate normal segmentation. No evidence of acute fracture dislocation or tumor. There is spondylolisthesis at l4-5 and l5-s1. There is loss of disc height and degeneration. Slippage at l4-5 and l5-s1. MRI report from a previous date demonstrates canal stenosis, foraminal stenosis and facet degeneration l4-5 and l5-s1. There is severe canal stenosis. Assessment: lumbar degenerative disc disease; lumbar radiculopathy due to lateral recess stenosis and spinal stenosis at l4-5 and l5-s1. (B)(6)-2011 : the patient presented with the following preoperative diagnoses: spondylolisthesis l4-5, l5-s1; severe stenosis l4-5, l5-s1; severe lumbar degeneration l4,l5, and l5-s1. The patient underwent the following procedures: posterior spine fusion, l4-5, l5-s1; transforaminal lumbar interbody fusion l4-5 and l5-s1; lumbar decompression l4-5 and l5-s1; placement of anterior interbody device l4-5 and l5-s1; placement of non-segmental instrumentation l4-5 and l5-s1; use of cancellous allograft and rhbmp-2/acs; fluoroscpy greater than one hour. Per the op notes, a size 9 peek capstone was placed at l4-5 after packing the disc space with copious cancellous allograft and rhbmp-2/acs. At l5-s1, an 8 peek capstone was placed after being packed with cancellous allograft and rhbmp-2/acs. Because the disk space was so collapsed, it was difficult to place additional bone graft. As such, some cancellous allograft and rhbmp-2/acs was placed and also a significant amount of dbx through a needle. No patient complications were noted. (B)(6)-2011: the patient presented with a preoperative diagnosis of lumbar epidural hematoma and thoracic subdural hematoma versus empyema. The patient underwent the following procedures: thoracic exploration with thoracic laminectomy from t8-l1 for evacuation of epidural hematoma; intradural exploration for evacuation of subdural hematoma from approximately t9-t12 via durotomy; exploration/revision decompression of left l4-5 and l5-s1 for evacuationof epidural hematoma. (B)(6)-2011: the patient presented for x-rays of the lumbar spine. They demonstrate good position of the implants with no evidence for acute fracture dislocation or loosening. Good interval healing. (B)(6)-2011: the patient presented for x-rays of the lumbar spine. There is marked disc space narrowing at each level except at l5-s1 where there is moderate disc space narrowing. There is no osteolytic or osteoblastic lesions are seen. (B)(6)-2011: the patient presented with pain and numbness in his hands. Emgs and nerve conduction studies confirmed bilateral carpal tunnel syndrome. The patient received injections of kenalog and xylocaine. (B)(6)-2011: the patient presented with bilateral arm and hand pain, as well as numbness and tingling, right worse than left. His right arm feels weak. He also complains some gait instability . X-rays of the cervical spine showed mild spondylolisthesis at the c7-t1 level and a mild cervical kyphosis. Findings consistent with advanced intervertebral disc degeneration and prominent endplate osteophytes are observed at multiple levels from c3-4 caudad to and including c6-7. Moderate facet hypertrophy is observed at multiple levels. (B)(6)-2011: the patient presented with preoperative diagnoses of herniated nucleus pulposus, stenosis c4-5 and c5-6, cervical spondylosis with persistent mylopathy. The patient underwent the following procedures: posterior spine fusion c3-4, c4-5, and c5-6; posterior cervical decompression at c3-4, c4-5, c5-6, c6-7 via a wide bilateral laminectomy with foraminotomy; use of local autograft obtained from the same incision; fluoroscopy greater than one hour. (B)(6)-2012: the patient underwent a posterior spine fusion c3-4, c4-5 and c5-6. (B)(6)-2012: the patient presented with balance issues. The patient states his hands are numb but not weak and his legs are much the same. Assessment: generalized weakness, recent cervical myelopathy and thoracic myelopathy. (B)(6)-2012: the patient presented with bilateral hand numbness and tingling. He also states the soles of his feet are numb and he is unsure of his footing. X-rays show good position of the implants with no evidence for acute fracture dislocation or loosening. Assessment: cervical myelopathy. (B)(6)-2012: the patient presented with bilateral hammertoes. He has bilateral hallux wounds. There is a circumferential edema noted in the right lower extremity. Impression: bilateral hallux hammertoes; complicated wound, dorsal aspect, left hallux, and plantar aspect, right hallux; cellulitis, right hallux. (B)(6)-2012: the patient presented with bilateral hand pain. He has burning, tingling, numbness. Impression: right carpal tunnel syndrome. Likely double crush phenomenon due to significant cervical spondylosis in the past. The patient underwent injection of kenalog and xylocaine into the right carpal tunnel. (B)(6)-2012: the patient called in with complaints of increased lower back pain that radiates down to the buttocks and having a difficult time walking. (B)(6)-2012: the patient presented with mild discomfort in the neck, low back pain, shooting pains down bilateral legs, and balance problems. X-rays show good position of implants and no acute fracture, dislocation, or loosening. The fusion appears solid. Assessment: cervical myelopathy; (B)(6)-2012: the patient presented with clicking noises with neck movement. X-rays of the cervical spine demonstrate good position of implants with no evidence for acute fracture dislocation or loosening. Good interval healing. Assessment: cervical myelopathy. (B)(6)-2013: the patient presented with neck pain and numbness and tingling in the hands. X-rays of the cervical spine demonstrate good position of the implants with no evidence for acute fracture, dislocation or loosening. Good interval healing. Good bone mass. A ssessment: 1 year status post acdf and psf; bilateral carpal tunnel syndrome; status post carpal tunnel release; left hand trigger fingers, middle and ring fingers. (B)(6)-2013: the patient underwent injections of xylocaine and kenalog into the right middle and ring trigger digits. (B)(6)-2013: the patient presented with balance issues, hand numbness, as well as diffuse atrophy of the hands and feet. (B)(6)-2013: the patient presented with neck and back pain, still having weakness and decreased sensation in the arms. Assessment: generalized weakness, both from long-term sequel from gbs, recent cervical myelopathy and thoracic myelopathy. (B)(6)-2013: the patient presented with lower back pain. Assessment: lumbar degenerative disc disease; status post lumbar decompression, stabilization and fusion surgery. (B)(6)-2013: the patient presented with neck and back pain, increased muscle spasms (B)(6)-2013: the patient called in stating he was numb from the waist down. (B)(6)-2013: the patient called in and said his arms and hands were numb now and that he was in significant pain. Patient was advised to seek emergency care. (B)(6)-2013: the patient's cervical CT and cervical, lumbar, and thoracic mris were reviewed. The surgeon found the fusions from c3-c7 are very solid and the space availablefor the spinal cord appears adequate. There is some degeneration or arthritis at c7-t1 which is the level below where the fusion ends. This adjacent level may be a source of neck pain. The patient's thoracic and lumbar MRI show some moderate spinal stenosis at l3-4. This may be a source of some of the leg symptoms. Also, there is a small disc herniation at t12-l1 on the left side which may be a source of left sided pain. (B)(6)-2013: the patient presented with back and leg pain. X-rays demonstrate good position of the implants with no evidence for acute fracture dislocation or loosening and good interval healing. However, there is a new compression fracture at l1. (B)(6)-2013: the patient presented to physical therapy with low back pain with decreased range of motion, decreased strength, and decreased function. It was stated the patient was displaying expected progress. (B)(6)-2013: the patient presented to physical therapy with some pain in the right side of his low back. He feels sore in his legs and thighs and trouble sleeping the night before. (B)(6)-2013: the patient presented with back pain, unstable gait. X-rays show good position of implants and solid fusion at l4-s1. There is still a fracture at l1. Assessment: lumbar degenerative disc disease; compression fracture. (B)(6)-2013: the patient presented with preoperative diagnoses of pathologic compression fracture l1 and osteoporosis. The patient underwent a kyphoplasty with fluoroscopic guidance. (B)(6)-2013: the patient presented with lower back pain on the right and right buttock. (B)(6)-2014: the patient presented with continued pain problems as well as balance issues. X-rays taken show good position of the implants, with no loosening and good interval healing. CT reviewed showed significant facet degeneration and hypertrophy at l3-4. Assessment: status post cervical and lumbar fusion; lumbar pain, likely facet generated from adjacent level.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2011 lumbar fluoroscopy ap view of ls spine shows advanced disc collapse with bone on bone endplate contact at l4/5 with lateral spurring. Lateral view shows near bone on bone changes in the l5 and l4 disc with advanced collapse of l3 and l2 as well. Next, lateral shows capstone within l4 with elevation of the collapsed space and widening of the foramen. Ap view then shows capstones at l4 and l5. Next image shows beginning placement of awl in the left s1 pedicle in preparation for pedicle screw insertion. Lateral view shows k wires in place at l4 and s1 on both ap and lateral views. Lateral then shows sextant rods and multiaxial screws now in place from l4 to s1, spanning l5 with capstone spacers in good position within the l4 and l5 disc spacers. Good improvement in lumbar lordosis is achieved. Final ap view shows same construct, raytex sponge remains in the wound. (B)(6) 2011 lumbar MRI t2 weighted sagittals show construct as noted above. There is advanced change within the disc spaces above the fusion with schmorl¿s nodes seen at l2/3, disc collapse and bulging at l3, l2, l1. Conus is at l1. Edema and swelling from recent surgery obscures the canal, but some degree of dural sac compression is suspected. (B)(6) 2011 thoracic MRI advanced degenerative change is apparent throughout the thoracic spine as well. There is clear endplate sclerosis though the thoracic kyphosis. Study quality is poor making measurement of the canal dimensions difficult. Bulging discs are the rule and they do appear to indent the ventral cord across the four segments at the apex of the kyphosis. Axial views are of very bad quality. (B)(6) 2011 lumbar x-rays/flouroscopy ap and lateral c-arm views show lumbar construct unchanged from insertion on (B)(6) 2011. Further images show open exposure above the l4 level at t12 and l1. Gelpi retractor blades and raytex sponges are seen on lateral view only. (B)(6) 2011 chest x-ray portable semi erect film with cardiac leads in place. Mediastinal widening is noted on the right and cardiac border is obscured on the left. Bony anatomy is ok. Spinal anatomy is obscured. (B)(6) 2011 abdomen x-ray dilated colon is seen. Exposure does not permit adequate view of implants. Pedicle screws and rods are seen. (B)(6) 2011 lumbar x-rays ap and lateral views show the original construct from l4 to s1 with capstone spacers in place. There has also been a large dorsal laminectomy from t12 up to at least t9. Timing would suggest acute cord compression at the thoracolumbar junction that developed after the fusion surgery with deteriorating neurological status forcing emergency decompression on (B)(6). (B)(6) 2011 cervical MRI t2 sagittal views show extreme deformity and collapse of the cervical vertebra. There is fusion of c3 and c4 with widening and deformity of vertebral bodies at c4, c5, and c6. This causes distortion of the cord with apparent compression from c3/4 to c5/6. Some increased cord signal is seen dorsally behind c4/5. Axial t2 views have motion artifact but verify high grade cord compression across the areas in question. (B)(6) 2011 cervical x-rays collapse and distortion are noted through the cervical spine from c2 down. Bone quality is also noted to be poor. (B)(6) 2011 cervical fluoroscopy multiple views are taken during corpectomy and fusion. Initial films show localization at c4/5. Thereafter corpectomy has been completed, two cornerstone spacers are in place and plate spans from c4 to c6. Plate is noted to be out of the midline eccentric to the left about half the plate width. (B)(6) 2011 cervical x-rays final x-ray are taken after the surgery showing the corpectomy, two cornerstone spacers and spanning plate. C5 has been narrowed down to about a centimeter in height. (B)(6) 2012 cervical MRI area of cord compression has been addressed although edema has no subsided enough to remove all pressure. The cord and dural sac still appear compressed behind remnants of c5. Cord signal changes are now seen at c4/5 and c5/6. Axial views appear to show continued cord compression from ventral direction. (B)(6) 2012 cervical x-rays no change in position of plate, screws and spacers. (B)(6) 2012 cervical fluoroscopy posterior exposure is being conducted with laminectomy from c4. Kocher clamp is seen on the c4 spinous process. Vertex lateral mass screws have been placed at c3, c4, c5 and c6 after laminectomy and decompression. (B)(6) 2012 cervical x-rays ap and lateral x-rays show vertex lateral mass construct has been placed after decompression from c3 to c6. Anterior construct is unchanged. (B)(6) 2012 cervical x-rays ap and lateral x-rays show vertex lateral mass construct has been placed after decompression from c3 to c6. Anterior construct is unchanged. Open mouth view shows considerable spurring and arthritis at the c1 ¿ c2 lateral masses. (B)(6) 2012 foot x-rays left and right right foot film shows hallux valgus with some arthritis of the mp joint of the great toe. Metatarsus primus varus is also seen. Moderate subtaler arthritis is also evident. Left foot shows severe hallux varus with subluxation of the mp joint of the great toe. No metatarsus primus varus is present in the left foot at all. Moderate arthritis is seen throughout. (B)(6) 2012 lumbar x-rays previously visualized fusion from l4 to s1 is again seen with the thoracolumbar decompressive laminectomy unchanged from previous studies. (B)(6) 2012 cervical x-rays ap and lateral x-rays show vertex lateral mass construct has been placed after decompression from c3 to c6. Anterior construct is unchanged. (B)(6) 2012 cervical x-rays ap and lateral x-rays show vertex lateral mass construct has been placed after decompression from c3 to c6. Anterior construct is unchanged (B)(6) 2012 foot fluoroscopy views taken during ip fusion of great toe. 2 k wires are seen passing through the end of the great toe in parallel immobilizing the ip joint. Joint surfaces have been removed so that bony contact is created. Hallux varus is seen remaining in mp joint. K wires are replaced by cannulated screw. (B)(6) 2013 cervical x-rays ap and lateral x-rays show vertex lateral mass construct has been placed after decompression from c3 to c6. Anterior construct is unchanged (B)(6) 2013 cervical x-rays ap and lateral x-rays show vertex lateral mass construct has been placed after decompression from c3 to c6. Anterior construct is unchanged (B)(6) 2013 lumbar x-rays previously visualized fusion from l4 to s1 is again seen with the thoracolumbar decompressive laminectomy unchanged from previous studies. (B)(6) 2013 cervical MRI t2 sagittal and axial images now show excellent decompression of the dural sac and cord. There is a new anterior subluxation of c7 on t1, but this does not cause nerve compression at this stage. (B)(6) 2013 lumbar MRI t1 and t2 sagittal and axial views of the previous fusion are reviewed. There appears to be worsening of the facet arthropathy at the adjacent l3/4 level, enough to cause spinal stenosis worse on the left. There is severe metal and motion artifact here that precludes accurate measure of the spinal canal. (B)(6) 2013 thoracic MRI advanced degenerative disc disease with collapse of disc spaces, bulging, spurring and sclerosis of endplates most severe along the three spaces at the apex of the thoracic curve. No stenosis is seen (B)(6) 2013 CT cervical construct as previously recorded remains in place. Both posterior and anterior fixation is intact and fusion appears solid. Cord compression appears complete. Posterior screws extend from c3 to c6. Anterior plate and spacers from c4 to c6. (B)(6) 2013 lumbar x-rays lumbar construct remains stable. Progressive disc collapse is seen at l3 without instability. L1 compression fracture is also seen with a 40% compression of the anterior column. (B)(6) 2013 lumbar myelogram multiple views appear to show indentations in the dural sac at both the l4 and l5 disc levels, the l3/4 level the l1/2 level and the left t12/l1 level. (B)(6) 2013 lumbar post myelogram CT solid arthrodesis is seen at l4 and l5 with screws and rods in good position. Subarachnoid injection is suspected although severe arachnoiditis is also possible as the contrast does not pass dorsally to evenly distribute through the dural contents. This study does not accurately reflect the degree of neural compression. (B)(6) 2013 lumbar x-rays previously visualized fusion from l4 to s1 is again seen with the thoracolumbar decompressive laminectomy unchanged from previous studies. (B)(6) 2013 lumbar fluoroscopy multiple films are taken during kyphoplasty performed bilaterally at l1. Age of fracture necessitated drilling. Good balloon inflation was obtained. Cement distribution under superior endplate and into the t12/l1 disc. (B)(6) 2013 lumbar x-rays lumbar construct remains stable. Progressive disc collapse is seen at l3 without instability. L1 compression fracture has been treated by kyphoplasty with good reduction, but apparent intradiscal cement at the t12/l1 level anteriorly. (B)(6) 2013 lumbar x-rays lumbar construct remains stable. Progressive disc collapse is seen at l3 without instability. L1 compression fracture has been treated by kyphoplasty with good reduction, but apparent intradiscal cement at the t12/l1 level anteriorly. (B)(6) 2013 hand films multiple films appear to show ventral subluxation or dislocation of the index and long fingers at the mp joints. No fractures are appreciated. (B)(6) 2013 hand films both hands compared. Subluxation seen in previous films cannot be assessed on these films. Rather advanced radiocarpal arthritis is appreciated worse on the left. (B)(6) 2013 chest x-rays advanced arthritis is appreciated throughout the thoracic spine. Lung fields, cardiac, ribs appear normal. Diaphragms are flattened. (B)(6) 2013 hand films both hands compared. Subluxation seen in previous films cannot be assessed on these films. Rather advanced radiocarpal arthritis is appreciated worse on the left. (B)(6) 2014 lumbar x-rays lumbar construct remains stable. Progressive disc collapse is seen at l3 without instability. L1 compression fracture has been treated by kyphoplasty with good reduction, but apparent intradiscal cement at the t12/l1 level anteriorly.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.